Event description:
The customer reported that the analyzer produced a potassium result of 7.2mm on a pt sample. The same sample repeated produced a potassium result of 3.4mm. The 7.2mm result was not reported to the floor. There was no report of pt harm as a result of this occurrence.